Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was 40 mg/dl; cause was not provided. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to a back up insulin pump for insulin therapy.